Event description:
After deployment of stent, there was great difficulty deflating the balloon. The balloon deflated only after intensive suction with a 5cc luer-lock syringe.

Manufacturer narrative:
Currently in the process of evaluation.